Event description:
(B)(6) reported: sales consultant was demonstrating a product (03.120.015 trocar with handle) to the sales intern and discovered that it would not lock into the 03.120.014 (locking neutral guide for periarticular aiming instrument system). This was not discovered in a case and there was no patient involvement. This is 1 of 1 reports for this event, (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection performed as part of the manufacturing evaluation revealed the trocar with handle does not hold as required anymore because the leaf spring with the holding cam is slightly bent downward. This article does pass a 100% inspection before shipping, therefore we suppose that the spring was bent post-manufacturing by applying too much pressure. The product evaluation determined the leaf spring was deformed from use and not retaining to the locking neutral guide. After pulling the spring outward, it was retaining to the locking neutral guide. This complaint is indeterminate from a manufacturing and product evaluation standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 08/09/2011.